Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that there was no ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. Both gas modules and the expiratory channel connector pc board was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts were not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.